Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: h6: method code updated to 3331: analysis of production records. H6: method code updated to 4114: device not returned . H6: results code updated to 3221: no findings available . H6: conclusions code updated to 4315: cause not established.

Event description:
It was reported that the patient was experiencing skin irritation from using the 63b electrodes and the 72r electrodes. The patient described the skin as red, itchy, and swollen with blisters and welts. The patient reported that it looked like a burn. The patient went to see her doctor and was prescribed an antibiotic ointment. The doctor did not see an infection but provided the prescribed medication in order to prevent one. The doctor advised the patient to stop using the electrodes when the skin irritation becomes severe. The doctor did not know if the patient was experiencing a skin irritation or if it was a type of electrical burn. The patient stated that she does not feel any electrical shocks while treating with the device. The patient has started breaking up her treatment time. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: spinalpak assembly catalog: #: 1067716, serial #: (B)(4). Therapy date: unknown. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2020-00030.

Event description:
It was reported that the patient was experiencing skin irritation from using the 63b electrodes and the 72r electrodes. The patient described the skin as red, itchy, and swollen with blisters and welts. The patient reported that it looked like a burn. The patient went to see her doctor and was prescribed an antibiotic ointment. The doctor did not see an infection but provided the prescribed medication in order to prevent one. The doctor advised the patient to stop using the electrodes when the skin irritation becomes severe. The doctor did not know if the patient was experiencing a skin irritation or if it was a type of electrical burn. The patient stated that she does not feel any electrical shocks while treating with the device. The patient has started breaking up her treatment time. It was reported that no further information is available.